Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty disconnecting a clearlink system continu-flo solution set from the patient¿s venous catheter. This issue was further described as, ¿hard time disconnecting the tubing, it did not screw right off the clave like it normally does. The end of the IV tubing broke off into the blue clave and they had to change the claves out and discard of the IV tubing¿. This issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.